Manufacturer narrative:
The investigation for the limb ischemia and hemolysis has been completed. The impella device was not returned for evaluation. Data logs were reviewed finding no motor current (mc) spikes observed. No positioning issue alarms occurred. No any issue observed indicated to reported issues. The cause of the hemolysis issue cannot be determined since the compliant device not returned for investigation and insufficient clinical data provided.

Event description:
The complainant reported the 81-year-old male patient was placed on impella cp support due to ventricular fibrillation. While on support, urine output (uo) diminished, and physician is aware of hematuria. Impella was repositioned but there was no improvement. Patient did not have a swan but discussed possibly giving volume, lv is 86/-47. Pulses were lost on the right lower extremity (rle) and the limb was cold/dusky. It was noted that there were no pedal pulses bilaterally. Arterial ultrasound shows no flow in the right lower extremity starting at the deep femoral artery. Resident assessed the leg and talked with physician who believed the artery is clamped down around the impella sheath due to the high pressor demand. Ureteral orifice (uo) diminished and continues to be red despite turning p level down and repositioning the pump under echo guidance. Purge fluid switched to d5w with heparin. It was decided to remove the pump due to limb ischemia, but the family chose comfort care. Care was ultimately withdrawn while on support. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.